Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the fibers of the dialyzer at the initiation of treatment and the machine alarmed. Test strips were used to confirm the blood leak. Estimated blood loss was 90 ml's. Patient had no ill effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.